Manufacturer narrative:
(B)(4). Baxter medical assessment: after use of coseal patient developed potentially a hematoma and fever. In case hematoma develops, a resorbtion fever may occur. Even when taking into account surgery and pathology related causes for fever and hematoma, we cannot exclude that the reported complication is potentially associated with the use of coseal. A follow-up report will be submitted upon the completion of the manufacturing facility's evaluation and investigation.

Event description:
Doctor informed that post-op of using coseal in this patient she developed a temperature and he thought that a hematoma had formed at the vault so he tried to drain the area, but no fluid was evacuated. Patient was treated with antibiotics. There was patient involvement. There was medical intervention associated with this event at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter requested additional information, however the customer did not wish to provide anything further. Baxter (B)(4) completed the investigation. Sample evaluation and batch review could not be performed as no sample or lot number was provided. Per (B)(4), the manufacturing process could not be evaluated through the review of batch record and retention samples. The manufacturing facility determined further investigation could not be conducted as no lot number or additional information was provided. This complaint will be kept on file for trending purposes.